Manufacturer narrative:
(B)(4). The lot 13g025 was manufactured between july 15, 2013 and july 17, 2013. The cause of the reported condition was determined to be an inadequate weld of the volume indicator port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned single day infusor, a leak was identified. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13g025 was manufactured july 12, 2013 - july 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was returned for evaluation. Visual inspection found fluid inside the housing. The sample was subsequently filled with green color water. After fill, leakage was observed at the welded area of the volume indicator port located inside the housing. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.